Manufacturer narrative:
Unit paired successfully to commercial app. Inpen received with leadscrew fully rewound. Inpen passed front cap investigation. In conclusion: inpen received with no physical damage to injection foot, however a broken off injection button was noted during visual inspection. Therefore, the customer concern of injection foot being damaged could not be confirmed, but a broken off injection button was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage injection foot damage. The customer reported no adverse event. The event involved product(s) mmt-105elblna. Troubleshooting was performed. Customer reported black disc broke off from the injection foot. No harm requiring medical intervention was reported. Mmt-105elblna was requested and the device was returned.